Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to interrogate. The field representative attempted to use three different wands and programmers. Technical services (ts) was contacted, and ts recommended testing the magnet response, of which there was none. The s-ICD was new out of the box, and there was no patient involvement. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to interrogate. The field representative attempted to use three different wands and programmers. Technical services (ts) was contacted, and ts recommended testing the magnet response, of which there was none. The s-ICD was new out of the box, and there was no patient involvement. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful. The device was found to be in shelf mode. Visual inspection identified no anomalies. The pulse generator case was removed, and visual inspection did not reveal any irregularities. The battery assembly was isolated from the circuit and the hybrid current drain was evaluated. A magnet was also applied to the hybrid. The current drain was 185 microamperes; this power consumption was not great enough to result in the reported battery depletion. The cause of the premature depletion is unknown.